Event description:
It was reported that during a stenting procedure in a vein graft to the distal right coronary artery, three xience v stents, one 2.5 x 15, one 2.5 x 12 and one 2.5 x 8 did not cross the extremely tortuous lesion. A trek 2.5 x 12 dilatation catheter did cross the lesion and pre-dilatation was performed. A non-abbott exchange catheter with a whisper guide wire were in use when the physician noticed that the end of the whisper guide wire was fractured. The device was removed. The physician did not report any resistance or friction when inserting. The physician reported not having a device long enough to reach the piece of guide wire that was in the distal area of the vessel, therefore, it remains in the patient. The physician chose to stop the procedure and manage the patient medically. The patient's condition was reported as "doing well". There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product confirmed the reported guide wire separation as the core and polymer were separated, 21.5 cm distal to the proximal end of the polymer. The separated portion, with tip was not returned. The polymer material was stretched at the separation. There was a bend in the core, .5 mm proximal to the separation. The noted stretched polymer material and bend in the core are likely the result of the separation. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the physician did not report any resistance or friction when inserting; however, the vessel was described as extremely tortuous which could have contributed to the reported tip separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.